Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported receiving false positive results (amount unknown) with no additional information provided. Attempts were made to contact the customer. The customer was unresponsive.